Manufacturer narrative:
Product not returned.

Event description:
It was reported that the patient's rv lead had perforated the right ventricle based on recent xray. Patient was brought into the or for a lead revision. High threshold was observed during the procedure and found to be normal after the lead was successfully repositioned. The patient's condition post procedure was normal.